Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient passed away due to complications related to the previous reported clinical observations. It was reported that the patient death was unrelated to the subcutaneous implantable cardioverter defibrillator (s-ICD).

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing that resulted in delivery of several inappropriate shocks. The patient then had pulseless electrical activity/cardiac arrest and was intubated and hospitalized. Boston scientific technical services (ts) discussed troubleshooting and programming options to consider when the patient condition stabilized. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.